Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned, no evaluation completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported pain, type ia endoleak and the secondary procedure with implantation of the extension. In addition, a 1cm migration of cuff was noted at the time of re-intervention, and implantation of a stent into the left iliac artery to allow for passage of the cuff used to treat the type1a endoleak. The most likely cause of the loss of seal and implant (cuff) migration was related to the conical neck shape and low placement of the suprarenal proximal cuff (1cm below the renal arteries) at implant. Additionally, the non-compliance to post procedure surveillance, a cautionary product use condition likely contributed to the event. Unable to determine off label product use conditions. The final patient disposition was discharged home post operative day two in stable condition. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
An afx abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Patient returned approximately 3 years post-op with abdominal pain. A CT showed a potential type 1a endoleak with a confirmed type 2 endoleak. The physician elected to re-intervene and place an additional aortic cuff, which successfully resolved the type 1a endoleak. The type 2 endoleak was not resolved in this secondary procedure and additional intervention was planned.